Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. This is a 2 of 5 MDR submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: "a connection loss issue was reported with the abbott diabetes care device. The sensors were repeatedly losing connection with the iphone app after only 2¿3 days of use, even though each sensor is supposed to function for 15 days. When the signal drops unexpectedly, the system cannot deliver low-glucose alarms at night, creating a serious safety risk. Over the past month, five sensors have failed early, leading to multiple insertion sites on the customers arm and making it difficult to place new sensors. Replacement sensors are arriving slower than they are failing, forcing a return to finger-stick testing and requiring higher blood sugar targets to avoid dangerous lows. After multiple calls with customer support, the customer learned that the app¿s compatibility is tied to older ios versions, but this was not clearly communicated. Adc customer service was able to successfully contact the customer who advised them they no longer needed assistance and switched to a competitor device. Based on the information provided, there was no report of serious injury associated with this event.